Event description:
The wound issue was previously reported under MFR reference report: 1627487-2019-00587.

Event description:
It was reported the patient experienced warmth at the ipg site. It was also stated the ipg site was opening. However, infection has been ruled out. Surgical intervention may be pending to address the issue.